Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of proficient information; no product was returned, or images provided. Part and lot identification are necessary for device history record, neither were provided. Medical records were provided and reviewed by a healthcare professional which identified a poly patella implanted with no complications and worn lateral facet of native patella. A definitive root cause could not be determined. Upon further review, this device did not cause or contribute to the reported event and is thus deemed non-reportable by zimmer biomet. The initial report should be considered void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent resurfacing of the natural patella to address pain and wear to the lateral facet and was implanted with a poly patella component. No devices were removed during this procedure.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen prolong cr-flex articular surface c-h 12mm catalog #: 00595203012 lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-03752; 0001822565-2023-03753; 0001822565-2023-03755. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent patella surfacing to address pain approximately thirty-one (31) months following left knee arthroplasty. Attempts have been made, however, no additional information is available.